Event description:
It was reported that during the surgery, the sutures were unable to slide after deployment of the anchor, an additional bone hole was made, a suture anchor from a competitor company was used to complete the surgery.

Manufacturer narrative:
Additional information. One (B)(4) suturefix ultra anchor device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use of other that recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. 2) the primary cutting edges of the drill are not sharp or have dings and burrs. 3) stressed product from loss of axial alignment. 4) inadvertent rotation of device during seating of anchor. 5) unexpected bone density/condition. Instructions for use also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. Final product met predetermined specifications upon release to distribution. Corrected information.

Event description:
It was reported that, during an unknown surgery, the sutures were unable to slide after deployment of the anchor. Even though the implant remained intact, the fixation was not successful. A back-up device from a competitor company was used to complete the surgery, but an additional bone hole was needed. It is unknown whether there was a surgical delay as a consequence or not. No patient injury or other complications were reported.